Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the blade of the device broke off. It was not reported how the procedure was completed. There were no adverse consequences for the pt.